Event description:
It was reported that stent damage occurred. A 4.0mmx19mmx150cm express sd renal/biliary stent was advanced for treatment. However, during introduction, the stent was completely kinked. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.0mmx19mmx150cm express sd renal/biliary stent was advanced for treatment. However, during introduction, the stent was completely kinked. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the presence of a kink.